Event description:
Therapy fluid and waste lines were inadvertently left connected to the saline bag during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in a blood loss of 190cc. The pt's hgb decreased from 10.7 g/dl on (B)(4) 2011 to 9.1 g/dl on (B)(4) 2011. On (B)(4) 2011, epogen was increased from 3,000 units 2x/week to 6,000 units 2x/week. No other medical intervention was required.

Manufacturer narrative:
The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate info regarding pt connections in treatment. Facility staff has been notified and provided add'l training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.